Event description:
Screwdriver blade was found to be broken during insertion of the screw into the pt. A backup screwdriver blade was used to compete the procedure.

Manufacturer narrative:
Investigation in progress, but not yet complete.